Event description:
When customer puts a test strip into the meter it will show "888" an then "6-" and then it flashes to another number they cannot fully read. A review of the system was conducted over the phone. During the review it was observed that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.